Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the process, and confirmed the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears.